Event description:
An attempt was made to use a pacific xtreme pta balloon catheter in a patient. The target lesion, located in a shunt in the left arm, was described as severely calcified, moderately tortuous with 99% stenosis. However, it was reported that when the balloon was inflated to 16atms, it ruptured . The device was removed with residual stenosis remaining considered as a thrombus. Upon device removal, it was noted that part of the balloon material had detached in vivo. The physician used two snare devices to retrieve the detached balloon material from the body. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: patient condition affected effectiveness of device (highly calcified stenotic lesion) related to operational context. Conclusion: device failure/lack of effectiveness related to patient condition (highly calcified stenotic lesion).

Event description:
Device evaluation: the significant parts of the catheter involved in the failure came back in two main pieces. One piece was composed by luer, shaft, guide wire tube, proximal marker and proximal part of the balloon; the other piece was composed by the distal part of the balloon, tip, and a small distal part of the guide wire tube. The balloon was divided in two pieces along a circumference approximately at 25 mm from the proximal marker. The portion of balloon attached to the proximal portion of the catheter has also a longitudinal cut up to the balloon cone. The distal marker was not present in the returned device. The guide wire tube appeared stretched in the area under the balloon. A section of the guide wire tube was measured and the od is about 0.60mm while it should be nominally 0.70mm. The distal marker band was not returned with the device